Manufacturer narrative:
Mw report does not include serial number, lot number, patient identifier, product code, or other information that would enable intera to identify the specific device involved in the alleged complaint. Complaint was not reported to intera. The codman series for treatment of pain/spasticity was discontinued in 2018. If further information is received at a later date, a supplemental report will be filed. Blank fields in the MDR form represents unknown information.

Event description:
Intera oncology received the following medwatch report on september 12, 2024: ref medwatch report mw5158646: it was reported patient has a codman pump. Pump refills have been very difficult requiring fluoroscopy at last fill. Pump is not delivering steady medication causing marked increase in pain around refill time. Last refill there was not a return of old meds when pump was accessed. Patient is having pump replaced with (B)(6) pump. Notes include failed codman pump requiring replacement with pocket revision secondary to migration of pain pump and difficult refills. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).